Event description:
It was reported that during an implantable neurostimulator (ins) change-out due to normal battery depletion the lead end appeared to be frayed. The insulation was able to be seen. The surgeon tried to use it, but the impedances were over 4,000 ohms. There were improper impedance readings intraoperative at all electrode configurations. The lead was replaced on the left side and connected to the new ins. Impedances were taken again, and they were all over 4,000 ohms. The ins was programmed, but there was no response. The patient went back into the operating room. The surgeon went into the connector twice with the old lead and twice with the new lead. There was no success. Another revision was planned for that day. The ins was replaced with a new device and all impedances were within normal range. It was noted that there was a defective screw on the ins. It was reported that the patient had to return to the operating room from the post-anesthesia care unit four times for abnormal impedances. The problem was "defective lead retention of positioning into the head of the ins." The system worked fine after the new change-out.

Manufacturer narrative:
Product ID neu_unknown_lead product type lead product ID 3093-33, lot# va00ecl, product type lead. (B)(4). Analysis of the implantable neurostimulator (serial# (B)(4)) found that set screw was backed out too far and it was cross-threaded in the set screw block.